Event description:
The following information was provided: it was reported that the patient's right knee was revised due to aseptic loosening of the tibial baseplate. A ps knee was converted to a ts knee with stems and augments. There were no allegations against the revised femoral component or insert. Rep confirmed that no further information will be released by the hospital or surgeon.